Event description:
According to the complaint, blood sprayed from the top of the vented tip cap of the syringe. However, the operator was not in contact with blood.

Manufacturer narrative:
The device has been returned to radiometer medical aps on june 20th 2018.

Manufacturer narrative:
Production log inspection was carried out and from the investigation it has not been possible to identify the root-cause (i.e. Unknown).